Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set occlusion at site event on (B)(6) 2024. Event occurred within three hours of insertion. Insertion site was at abdomen. No further information available.